Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the guide wire exhibited difficulty passing through the left ventricular lead. A different guide wire was used but the same issue resulted. The lead was not implanted and replaced. The patient was well.